Event description:
It was reported the pt's lead had only two contacts that were not invalid. The physician replaced the lead, and externalized the new lead in order to retrial the pt.

Manufacturer narrative:
Eval: results - the returned lead was subjected to a microscopic inspection and it was confirmed the lead wires had completely separated under the slotted anchor. The ipg passed all mechanical and electrical testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.